Event description:
16 dec 2021,staple was found jamming prior to the patient.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73a2100746 was manufactured on 01/27/2021 a total of 18,000 pieces. Lot was released on 02/11/2021. DHR investigation did not show issues related to complaint. From the pictures the reported defect was unable to be confirmed failure mode reported as "misfire/jamming - staples not firing". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73m2100231 the staplers were functionally inspected (fired) and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Failure mode "misfire/jamming - staples not firing" could not be confirmed with picture. However, it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73a2100746 was manufactured on 01/27/2021 a total of (B)(4). Lot was released on 02/11/2021. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was received with its staples properly aligned. The sample was returned with its trigger partially engaged and a staple partially formed. The stapler was received with 27 staples left in the cartridge indicating that at least 8 staples were fired by the end user. The sample appears used as there is biological material present on the device. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form but was unable to release from the device. This was repeated three times with the same result. The anvil was replaced with a lab inventory anvil from a known good stapler. The next three staples fired properly and released. The actual anvil was placed back in the sample and the next staple was unable to release when fired. The sample was sent to the manufacturing site to further investigate this issue and see if the anvil or another component was defective. Upon testing, it was confirmed that staples were not releasing when fired. Multiple components (anvil, forming tool, spring, trigger, and frame) were swapped out with lab inventory components. However, it could not be determined exactly what prevented the staples from releasing. We will continue to monitor and trend on this issue. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined what caused the complaint issue. We will continue to monitor and trend on this issue. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The returned stapler was able to properly form staples, but the staples were unable to release from the device. The sample was sent to the manufacturing site to further investigate this issue. Multiple components (anvil, forming tool, spring, trigger, and frame) were swapped out with lab inventory components. However, it could not be determined exactly what prevented the staples from releasing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined. We will continue to monitor and trend on this issue.

Event description:
16 dec 2021, staple was found jamming prior to the patient.

Event description:
On (B)(6) 2021,staple was found jamming prior to the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.